Event description:
The lead was returned for reliability analysis.

Event description:
Boston scientific received information that during a routine device check up, the right atrial (ra) lead was found to be in lead safety switch (lss), with an increased pacing impedance measurement of greater than 2,500 ohms. The right ventricular (rv) lead was found to be in retry. The ra lead was found to be fractured and a chest xray was pending. The device was reprogrammed to vvi and pacing impedance measurements were within acceptable limits, with a threshold measurement of 0.4v@0.4ms. No rv noise was detected with isometric exercises and pocket manipulation. The patients physician was to discuss with the local electrophysiologist regarding potential lead replacement. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that a revision procedure was performed. During the laser lead extraction, the ra and right ventricular (rv) leads were found stuck together. The ra lead was able to be freed and successfully removed. No further complications were observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection using xray revealed that the anode and cathode wires were fractured approximately 29cm from the terminal pin. Due to the location and type of damage, the observation was most likely caused by entrapment in the clavicle/first-rib region.